Manufacturer narrative:
There is no indication the access fast htsh reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to assess the instrument's performance. System parameters such as qc, calibration, system check, and precision were performing within assay and instrument specifications. In conclusion, the cause of the non-reproducible access fast htsh result cannot be determined with the information provided. (B)(4).

Event description:
The customer reported obtaining a low, non-reproducible human thyroid-stimulating hormone (access fast htsh) result for the patient, in association with the unicel dxi 600 access immunoassay system serial number (B)(4) . The patient was retested in duplicate using the same unicel dxi 600 access immunoassay system and once using alternate unicel dxi 800 access immunoassay system serial number (B)(4) and higher results, within the laboratory's access fast htsh normal reference range, were obtained. The customer stated the initial low, non-reproducible access fast htsh result was not reported from the lab. The customer stated there was no change or impact to patient care or treatment which occurred in association with the low, non-reproducible access fast htsh result. Qc, calibration, system check, and precision were performing within assay and instrument specifications. The sample was collected in a lithium heparin green-top tube. Sample was centrifuged ten (10) minutes at 3500 rpm (revolutions per minute). No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer was not dispatched to assess the instrument's performance.